Event description:
Manufacturer became aware of this event through device tracking department. Based on the information on patient implant form, patient has received two perceval plus aortic valves (pvf-l and pvf-m) on (B)(6) 2024. There is no indication that which valve was explanted, and which remained implanted. No further information is available at this time at this time. No allegation of device malfunction nor serious injury on the patient has yet been received from the hospital.